Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test and self test. All buttons functioning properly. No damage in the keypad assembly noted. The connector on the printed circuit board was inspected and properly connected. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 87 mg/dl at the time of incident. Customer stated that the insulin pump middle button was unresponsive. No significant events leading to keypad anomaly were observed. Customer reported that the button was unresponsive during an easy bolus attempt. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.